Manufacturer narrative:
After removing excessive grease from the drive screw, the technician replaced the hi/low drive brake to repair the bed.

Event description:
Information received indicates the hi/low function is drifting down slowly.